Manufacturer narrative:
It was initially reported that the device was explanted. However, the report from the site was later corrected to indicate that the device was not explanted but instead turned off. The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the lack of therapeutic effect could not be conclusively determined. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. As of (B)(6) 2024, the patient experienced significant weakness, fatigue and shortness of breath. Per the opinion of the physician, barostim was not improving the patient's quality of life and the patient was eventually placed on intravenous inotropic therapy. On (B)(6) 2024, the patient's device was turned off and a left ventricular assist device was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. As of (B)(6) 2024, the patient experienced significant weakness, fatigue and shortness of breath. Per the opinion of the physician, barostim was not improving the patient's quality of life and the patient was eventually placed on intravenous inotropic therapy. On (B)(6) 2024, the patient's device was turned off and explanted and a left ventricular assist device was implanted.